Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged between the legs of the filter. The introducer sheath was readvanced to stabilize the filter which facilitated successful guidewire removal. Filter placement was successful and the pt's condition is good. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.